Event description:
It was reported that the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board was out of specification and the battery drawer was broken. It was also noted that the upper case, lower case, two side bail covers and ring cover were broken, the battery release, heart block and lead flex cover were contaminated and two side bails and the ring were missing.